Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wash tube hat connects to c ring kinked. Case was completed with same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25137155, 25137227 and 25137495 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wash tube hat connects to c ring kinked. Case was completed with same device. The hospital did not report any patient effects.